Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient exhibited twiddlers syndrome and flipped the pulse generator in the pocket. The device remained implanted. No additional information was available.